Event description:
Additional information was received that product analysis was completed on the handheld and flashcard. During analysis it was identified that the handheld computer was unable to advance past the screen alignment utility. The cause for the anomaly is associated with the resistance values being higher than expected in the touch screen circuitry. The display flex cable to display pcb attachment point appears to be the issue as applied pressure to cable/pcb interface re-established the required continuity and also display functionality. No further anomalies associated with the handheld computer performance were identified during the analysis. Analysis performed on the returned flashcard determined that the allegation of no malfunction suspected/identified was verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Description of event, corrected data: the initial emdr event description inadvertantly did not indicate the troubleshooting information.

Event description:
It was reported that the physician's handheld would not go past the home screen. Troubleshooting was performed and it was discovered that the lock button was engaged. The handheld screen was unlocked; however, the screen still would not respond. A hard reset was performed; however, the handheld would now not go past the align screen. The screen was cleaned; however, this did not resolve the issue. A new handheld was provided to the physician's office and the frozen handheld was returned to manufacturer for analysis. Product analysis is underway; however, has not been completed to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Per the return product form, the programming system was returned due to the device not responding and freezing. A hard boot, reset, and removal of battery and software disk was performed to troubleshoot.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.